Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00663 for the other associated device information. It was reported to boston scientific corporation that a resolution clip device was used for a colonoscopy performed on (B) (6) 2010. According to the complainant, during the procedure, the first clip would not open. When they went to retract the clip it prematurely deployed and fell into the patient. There were no attempts to retrieve the clip, with no harm to the patient. The second clip was positioned and grasped tissue however, the clip would not release from the catheter. The physician was able to open the clip and remove the entire device with no issues. The case was completed with a third resolution clip device . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The patient's age is unknown however, it has been reported that the patient is over 18 years old.the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00663 for the other associated device information. It was reported to boston scientific corporation that a resolution clip device was used for a colonoscopy performed on (B)(6), 2010. According to the complainant, during the procedure, the first clip would not open. When they went to retract the clip it prematurely deployed and fell into the patient. There were no attempts to retrieve the clip, with no harm to the patient. The second clip was positioned and grasped tissue however, the clip would not release from the catheter. The physician was able to open the clip and remove the entire device with no issues. The case was completed with a third resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Upon investigation, it was noted that the clip assembly was fully deployed and not returned with the device; the control wire was separated per design. A root cause could not be determined for this complaint. The device appears to have been deployed properly. Without the clip assembly being returned, no further investigation can be done. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).